Event description:
It was reported that pk dissecting forceps instrument splintered. This was discovered prior to a surgical procedure and removed from use. At this time, the account has not reported an incident of particulate coming off of an instrument during a procedure. No additional information was provided. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for instrument and cannula accessories related complaints from the same account. MFR. Report #2955842-2007-00014, 00015, 00016, 00017, 00018, 00020, 00021, 00022, 00023.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that part of the main tube had deep scratches on the main tube. Per the customer reported complaint, it was determined that the failure mode is consistent with the use of a potentially defective cannula accessory. The cannula accessories used during the surgical procedure were also returned and evaluated. Engineering found that cannulas were bent at the tip, thus likely causing the scraping and the removal of material from the instrument.